Event description:
The clinician reports the implant was inserted (b)(6) 2026 in FDI 14. On (b)(6) 2026, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. At the event the patient experienced: Infection and Mobility. No further patient complications were reported.

Manufacturer narrative:
The batch number could not be verified due to incomplete or missinginformation and / or product from the customer. Our manufacturingQ-system assures that production and process controls are in place toensure that batches confirm to the applicable specifications before theyare distributed.The removal of a dental implant during surgery without the replacementof another dental implant is a known inherent risk of the procedure dueto either lack of primary stability of the implant (patient or procedurerelated). It may also include the removal of an implant afterosseointegration due to either the clinician's or patient¿s decision.The manufacturer¿s trend analysis confirms that usually proceduralerrors and/or patient's condition contribute to the event.